Event description:
A customer reported experiencing a low blood glucose level, with the lowest recorded level being 44 mg/dl, using a blood glucose meter. There was an adverse impact on the customer¿s blood glucose level. The customer consumed carbohydrates to address the situation and did not require assistance from others. Additionally, the customer expressed discomfort with using their pump and requested a replacement, which led to the creation of a service request.